Manufacturer narrative:
(B)(4). This report involves a patient who experienced an unspecified infection in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an unspecified infection coincident with peritoneal dialysis therapy. The cause of the infection was unknown. The patient experienced worsening abdominal pain as a result of the infection and was hospitalized for the event. Treatment information was not reported. Peritoneal dialysis therapy was discontinued and the patient was transferred to hemodialysis. On an unreported date, the patient died due to an unknown cause. It was not reported if the patient had recovered from the infection prior to death. It was not reported if an autopsy was performed. Additional information is not available at this time.

Manufacturer narrative:
(B)(4). On an unreported date, the patient's peritoneal dialysis catheter was removed. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.